Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were on a very strong medication up until the day of the trial implant and that their bladder was being controlled by the medication so they asked their managing health care provider (hcp) if they should go off of the medication and the hcp told the patient that they would take them off the medication because they wouldn't get results if the patient was still on the medication, so the patient went off the medicine and since then, they were happy with the results they were getting from the therapy and that it was working the way it did with the medication (even better) but they still had "problems." Patient further clarified that by "problems," they meant that they still had a little bit of urgency and wanted to fix that. Patient stated they thought the therapy worked even better than the medication did and they hadn't had any accidents and they were just trying to get to a point wh ere they felt comfortable and that they weren't having the urgency that they had before. Patient stated they worked with a manufacturing representative (rep) who had put them on a different program a few weeks ago and since then they felt like the stimulation was in a different spot where it hit in their vagina where it was very uncomfortable, like a "shock" or like a "vibration" even after turning the stimulation down. They felt their current program wasn't as successful for them as they wanted it to be and they just couldn't handle the stimulation the way it was so they wondered if they should do something different. Patient stated they hadn't spoken to the rep yet about this concern and noted they would probably speak with them soon but they were wondering if the agent had any suggestions. The agent reviewed the role of patient services with the patient as well as stimulation considerations, therapy expectations and programming considerations with the patient, suggesting to the patient they should decrease to a comfortable level and if they couldn't find a comfortable level, they should speak with their managing hcp or the rep to discuss switching to another program. Patient stated they had an appointment with their hcp tomorrow (B)(6) 2025) and they were hoping once they saw the doctor they could be cleared to start bathing in the bathtub and running their vacuum cleaner again. Patient stated they would reach out to the rep to ask about going to a different program as well. The agent wanted to note the patient had initially called because they were trying to return a post implant team call so the agent reviewed talking points. Patient was already familiar with MRI mode so the agent reviewed security guidelines and external device function with the patient. Patient also mentioned that they would have massages and have physical therapy so they asked about compatibility considerations for these activities and the agent reviewed information. The use of a heating pad was also reviewed at the patient's request. Additional information was received from the patient on (B)(6) 2024. Agent received call from patient in regards to the same issue previously reported. Caller stated that they have an appointment with the hcp tomorrow and wanted to talk to the rep about adjustments they should make. Caller wanted to know if agent could send a message to the rep to contact them. Agent sent message to field staff with callers request.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were on a very strong medication up until the day of the trial implant and that their bladder was being controlled by the medication so they asked their managing health care provider (hcp) if they should go off of the medication and the hcp told the patient that they would take them off the medication because they wouldn't get results if the patient was still on the medication, so the patient went off the medicine and since then, they were happy with the results they were getting from the therapy and that it was working the way it did with the medication (even better) but they still had "problems." Patient further clarified that by "problems," they meant that they still had a little bit of urgency and wanted to fix that. Patient stated they thought the therapy worked even better than the medication did and they hadn't had any accidents and they were just trying to get to a point where they felt comfortable and that they weren't having the urgency that they had before. Patient stated they worked with a manufacturing representative (rep) who had put them on a different program a few weeks ago and since then they felt like the stimulation was in a different spot where it hit in their vagina where it was very uncomfortable, like a "shock" or like a "vibration" even after turning the stimulation down. They felt their current program wasn't as successful for them as they wanted it to be and they just couldn't handle the stimulation the way it was so they wondered if they should do something different. Patient stated they hadn't spoken to the rep yet about this concern and noted they would probably speak with them soon but they were wondering if the agent had any suggestions. The agent reviewed the role of patient services with the patient as well as stimulation considerations, therapy expectations and programming considerations with the patient, suggesting to the patient they should decrease to a comfortable level and if they couldn't find a comfortable level they should speak with their managing hcp or the rep to discuss switching to another program. Patient stated they had an appointment with their hcp tomorrow (2025-sep-25) and they were hoping once they saw the doctor they could be cleared to start bathing in the bathtub and running their vacuum cleaner again. Patient stated they would reach out to the rep to ask about going to a different program as well. The agent wanted to note the patient had initially called because they were trying to return a post implant team call so the agent reviewed talking points. Patient was already familiar with MRI mode so the agent reviewed security guidelines and external device function with the patient. Patient also mentioned that they would have massages and have physical therapy so they asked about compatibility considerations for these activities and the agent reviewed information. The use of a heating pad was also reviewed at the patient's request. Additional information was received from the patient on (B)(6) 2025. Agent received call from patient in regard to the same issue previously reported. Caller stated that they have an appointment with the hcp tomorrow and wanted to talk to the rep about adjustments they should make. Caller wanted to know if agent could send a message to the rep to contact them. Agent sent message to field staff with callers request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back in and mentioned previously reported information regarding their previous adjustment with the same manufacturer representative (rep) who assisted them during their trial. The patient added that they've been having multiple issues with the program they were last on and that they "worked" with that program for quite some time, but the program didn't work for them. Patient then stated that they tried to switch to another program on their own, but they still had no success. Agent reviewed role of ps and redirected the patient to their hcp to further address the issue. Patient stated that their hcp already told them that the hcp can't assist them in changing programs. Agent then reviewed role of rep and sent an email to the field rep for visibility. Patient also mentioned that they've met with another hcp as well to follow up regarding their concerns for about their ins.

Event description:
Additional information was received from the rep. They reported that their last note was on (B)(6) 2025 when they changed the patient to a different program. They were unaware of the "shocking". They have not been contacted by the patient. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called from registered number and repeated the same issue previously reported. Caller stated they had worked with the rep to change back to their original program and try to increase back to a level that had worked in the past but they have not been able to increase back up, because now it was too uncomfortable so they have been using a low number which was not helping their urgency or frequency during the night. Reviewed some general stim sensation, therapy effect information and redirected to their doctor. Patient said they have called the doctor's office and were told that the patient had to work with manufacturer. Caller wanted to know if agent could send a message to the rep to contact them. Agent sent message to rep with callers request. Patient said they have also worked with another rep in the past. On (B)(6) 2025, additional information was received from the hcp. They reported that it was unknown whether the issue of shocking was resolved.